Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stroke was ischemic. The stroke was detected due to changes in speech. Per the physician, the stroke was not related to the valve or delivery catheter system (dcs) however was due to a heavily calcified anatomy. No treatment was performed for the stroke and the patient is recovering. The computed tomography (CT) scan showed no large infarct.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had heavily calcified anatomy. A pre-dilation was performed using a 23mm crystal balloon. The valve was recaptured fully twice before being implanted. Towards the end of the procedure, the patient had a stroke. The patient's speech became slurred and left hand weakness was present. The patient made some recovery before leaving the catheter lab, and was scheduled for computed tomography (CT). No additional adverse patient effects were reported.